Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during an enteral feeding device replacement procedure. According to the complainant, the locking adapter was broken when connecting. Another manufacturer's device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.